Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the implantation surgery of the triflange the surgeon was unable to implant the triflange to the desired location, and standard line products were used instead of the pmi implant. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the implantation surgery of the triflange the surgeon was unable to implant the triflange to the desired location, and standard line products were used instead of the pmi implant. Surgeon stated that the triflange cup was mal-rotated. He is not sure if was the implant or the patient's anatomy changes. Attempts have been made and additional information on the reported event is unavailable.